Event description:
It was reported that the green material flakes off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of the device history records indicates all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review revealed that there has been (B)(4) other event for the lot referenced. The investigation concluded that the event is related to the use of a cleaner which contains substances that will degrade certain plastics. Material analysis concluded that the santoprene over molded handle is shown to be degraded and flaking. The most likely cause of the degradation of the santoprene handles is exposure to solutions not indicated by the instructions for use (IFU). The investigation concluded that the green material flaking off was caused by the degradation where green santoprene over-mold handles, becoming sticky and unstable most likely from a high ph cleaning solution which, when used over an extended soaking time, may produce degradation, becoming sticky and unstable over time. The IFU instructs to use enzymatic cleaners, manual detergents, and neutral cleaners.

Event description:
It was reported that the green material flakes off.